Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the e222 error could not be identified. However, it¿s likely the cause is related to a partial disconnection. The event can be detected/prevented by following the instructions for use which state: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that their camera head produced an error 3 times during the unknown diagnostic procedure, and the third time resulted in an image blackout. The second error was confirmed to be an e222 scope communication error. A different device was exchanged and the procedure was completed successfully with no health hazard. As a result of on-site confirmation, it was confirmed that the e222 error had been reproduced twice. The error reportedly occurred when the camera head was moved after 5 to 10 minutes while the camera head was still connected. It occurred when the camera head was lifted or the folding stopper under the handle of the camera head was touched. There were no reports of patient or user harm associated with this event.